Event description:
It was reported the patient received an out-of-regulation (oor) message on her patient programmer while trying to increase her stimulation. Impedance tests were conducted and high impedances were found on electrodes 0-4. No patient falls or traumas were reported. No patient symptoms or injuries were reported related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.